Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospice care. The cause of death was anoxic encephalopathy, pneumonia and hypoxic respiratory failure. The caller stated that the customer became ill on (B)(6) 2014. The customer's blood glucose was not stable and would fluctuate. The customer had kidney failure, was on dialysis, had heart disease, had open heart surgery in the past, had sepsis. The customer experienced low blood glucose events and was hospitalized. The insulin pump was removed; however, the customer's blood glucose remained unstable. The caller did not know the customer's blood glucose at the time of death. The customer was not wearing the insulin pump at the time of death; the device had been disconnected for two months prior to passing. The doctors removed the insulin pump and were administering manual injections. The customer did not use sensors. The caller did not have the customer's insulin pump at the time of the phone call, but, agreed to return if found.